Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. Pump did not pass the sleep current measurement test due to high currents and active current measurement test due to low currents. No heating up noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, replace battery now alarm on (B)(6) 2024 12:36:00.000, failed battery test on (B)(6) 2024 01:05:29.000, power loss alarm on (B)(6) 2024 18:31:26.000, low battery alert on (B)(6) 2024 02:56:00.000 and replace battery alert on (B)(6) 2024 12:27:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damageon the pcba 1 and force sensor. P-cap was attached and locked into place properly. The following were noted during inspection: scratched case and pillowing keypad overlay. Device heating up was not confirmed. Unexpected battery power loss was confirmed, problem was isolated to the electronic stack. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.